Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not on external surface of the device, the material could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading the lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) which state: - tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of angulation wheel (large and small) are insufficient was not confirmed. Device evaluation found that humidity entered inside the lg lens and resulted in a dirty lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope's angulation wheel (large and small) are insufficient. The device was returned for repair and during evaluation of the returned device the following reportable event was identified: the light guide (lg) lens at the distal end is dirty. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.